Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported experiencing a low blood glucose level the night before the call. Blood glucose level was 275 mg/dl at the time of the call. No further information was provided.